Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The patient returned to the or to receive a revision surgery from broken hardware (rods) bilaterally. The patient underwent a t10-ilium revision on (B)(6) 2017 to revise rods that broke from an originally surgery dating back to (B)(6) 2015 (original surgery t3-ilium, tlifs @l5/s1 and l4/l5, pso @l3). Upon examination of the ap and lateral x-rays, it was evident that the cocr rods that were originally placed in the patient had broken at- l1/l2 on the right, l4/l5 on the left and at l2 on the stabilizing medial 3rd rod ( 3rd rod spanned from s1 to t10 using 5.5-5.5 open/jhook expedium connectors which ran medial to the main left rod (t3-ilium)). Upon exposure of t10-ilium, it was confirmed that the rods breakage occurred in the locations that were presented in the ap and lateral x-ray. It is unknown when the rods actually broke after the initial surgery. Upon inspection of the construct, dr. (B)(6) decided to remove the medial rod (adjacent to the main left rod) and the corresponding expedium 5.5-5.5 open/jhook connectors (1797-71-555) and expedium inner set screws. He then continued to remove all of the expedium inner set screws inside the viper cortical fix screws from t10-ilium on both the main left and right rods. In addition, he removed both expedium later connectors (1797-98-020) bilaterally. After that he removed the broken rod on the right from l1-ilium and the broken rod on the left from l4-ilium. The surgeon cut a 5.5 x300mm cocr rod to 175mm and bent the bottom of the original main rod (right) posteriorly and up, removed the l1 viper cortical fix screw (1867-31-540). He connected the new 175mm cocr rod to the old construct with an expedium double closed domino connector from l1-ilium and used an expedium closed/poly lateral connector (1797-98-020) to fixate the new rod to the ilium. On the patient¿s left, the dr. Morrison used an expedium end to end connector (1774-92-060) to connect the patients old construct to a new 5.5x75mm expedium cocr rod (1797-84-075) from l5 to the ilium and connect to it to the iliac screw using an expedium closed/poly latral connector (1797-98-020). Dr. (B)(6) then cut a viper 5.5x300mm cocr rod (1967-89-300) to 220mm and placed it medially to the main left rod. He used expedium 5.5-5.5 open/jhook side by side connectors and a single expedium closed domino (1797-66-555, @ t12/l1) to attach it to the main left rod. The new medial rod spanned from t10-ilium.